Event description:
It is reported that the customer had low blood glucose levels of 65 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer reported that he does not have a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).the insulin pump was received with button error alarm due to moisutre damage on keypad traces. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.